Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) via a friend/family member who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient got the stimulator because when they peed they dribbled a lot and would not get a full stream of urine. The caller was not sure if the ins was as helpful at a lower number or if it got more helpful as they increased it to 4.1, but they have not had any issues up until this past weekend (saturday) when the pt had some issues. The pt's bladder was not emptying. They complained about stomach pain. The pt was constipated and took a stool softener, so they took the pt to the ER where they determined the pt had a full bladder. The caller said at the ER they put a catheter in and once they got home they were able to go to the bathroom and make a bowel movement. It seemed to help. The pt no longer had the pain. Caller said they turned therapy off and back on during this time. They decreased it down and back up. Reviewed some ins information and recommended the issue be reported to their doctor. The caller said the pt has an appointment on friday, but they are trying to get them in tomorrow.